Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and the therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed assemblies and determined that the broken pin within the therapy connector assembly was the 5 volt vcc pin from the therapy cable. It is unknown how the connector pin broke.

Event description:
The customer reported that a pin from the defibrillation therapy cable broke off into the therapy connector assembly. With this pin broken off of the therapy cable assembly, the device would not have the ability to deliver defibrillation energy to a patient. There was no patient use associated with the reported failure.